Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery with no tortuosity and mild calcification. Following pre-dilatation of the lesion with a 2.0 x 12 mm trek balloon dilatation catheter, a 3.00 x 18 mm xience sierra stent delivery system (sds) was advanced with no reported resistance. On attempting to deploy the stent of the sds, the balloon could not be visualized under fluoroscopy. The stent was deployed and the sds was removed. The physician initially thought that the sds had been incorrectly prepped with the wrong contrast and therefore the syringe was filled with 100% contrast and the balloon inflation reviewed again under fluoroscopy; however, it could still not be seen. There was no issue with the deployment of the stent and further intervention was not required. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis. The reported difficulty to position (poor visibility) was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty positioning (poor visibility during fluoroscopy) as no visibility issues could be confirmed; however, factors that may contribute to difficult positioning include, but are not limited to, material issues, incorrect contrast mix and incorrect device preparation. Additionally, it should be noted that a clinical specialist was unable to confirm the reported visibility issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.